Event description:
New information noted that lead had dislodged and confirmed via fluoroscopy. It was capped on (B)(6) 2024 and replaced with new lead. Patient was discharged.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, loss of capture was noted on left ventricular (lv) lead. Programming changes were made. The lead was ultimately de-activated. The patient condition was stable.

Manufacturer narrative:
Further information requested but not received.